Manufacturer narrative:
No sample was returned for eval. The iqa records for this part number did not show any rejects related to tensile values. All values within the last two years were above those specified in the international standard for surgical drains (en1617). There was no evidence of any manufacturing issues that may have caused or contributed to the reported problem. The instructions for use state that to avoid the possibility of drain damage or breakage: avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care shoulb be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. A warning states: "surgical removal may be necessary if drain is difficult to remove or breaks."